Manufacturer narrative:
A patient side (lower) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the fsa pressure sensor - 12 packs. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced lower transducer due to patient side occlusion error. Replaced fluid ingress rear case, and broken ail sensor right side. Replaced corroded right, left iui. Lvp bezel post recall completed replaced bezel assembly. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 16nov2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had an unknown error during preventative maintenance test. There was no patient involvement.